Manufacturer narrative:
Updates have been made to the event date, philips notified date, and become aware date (corrected from 01/23/2024 to 01/19/2024). No other changes have been made to this report.

Event description:
It has been reported that the device is failing self-test.